Manufacturer narrative:
The manufacturer is correcting the problem code, component codes and h10 verbiage. The device was returned to a third party service center for evaluation. During the evaluation, an e 115 error code alarm related to the device's motor was noted in the device's downloaded event log. The blower assembly needs to be replaced to address the issue. Additionally, the machine flow sensor, muffler assembly, air inlet foam filter, in line filter were all found to be contaminated and need replaced. The device's vanity cover was found to be damaged and will need to be replaced. These issues would not affect the device's ability to deliver therapy as designed.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device was returned to a third party service center for evaluation. During the evaluation, an e 115 evt_motor_spinup_flux_high alarm was noted in the device's downloaded event log. This error does not indicate a failure of the device. It is indicating the motor flux reading is above the maximum threshold. The blower assembly needs to be replaced to address the issue. The machine flow sensor, muffler assembly, air inlet foam filter, in line filter were all found to be contaminated and need replaced. No particles were mentioned. The device's vanity cover was found to be damaged and will need to be replaced. These issues would not affect the device's ability to deliver therapy as designed. There was no ventilator inoperative condition confirmed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.